Event description:
Information was received regarding an implantable neurostimulator (ins). It was reported that the battery set screw would not set in and lock lead in place so a new battery was given. No symptoms were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation of ins revealed that it passed the final functional test on the automated test console and no issues when pressing on the ins can. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.